Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
As reported to coloplast, though not verified: the patient had a supris retropubic sling implanted in (B)(6) 2014. From 2019, the patient reportedly had incontinence (urge and mixed), hematuria and an overactive bladder. From 2022 the patient reportedly had: vaginal mesh erosion, mesh excision, urethrolysis, urethral reconstruction and cystoscopy under anesthesia. Urethral erosion, urinary incontinence without sensory awareness, infected synthetic mesh, urethral vaginal fistula, anterior vaginal wall scarring, denervated urethral reconstruction, cadaver sling-fascia sling suspend/coloplast, left martius fat pad transposition, and use of gentrix surgical matrix/acell via general anesthesia. Stress urinary incontinence, intrinsic sphincter deficiency, low pelvic pain, bladder spasms, burning, irritation, uti-like symptoms. Cystoscopy and bulkamid injection via local anesthesia were given. Transvaginal urethrolysis was performed, category fascia lata suburethral sling, anterior repair with vaginal paravaginal repair and skin tissue rearrangement vaginal advancement of approximately 2 cm. From 2023, the patient reportedly had incision drainage and further cystourethroscopy, bladder botox injection and bulkamid injection via IV sedation. A raised area in pubic area was noted and a culture grew mrsa. Drainage was performed from the suprapubic wound with lump in pubic area. There was dehiscence of incision. Urinary incontinence persisted, pain and fevers.

Event description:
Additional information reported to coloplast, though not verified: the patient with this device experienced cystitis and abnormal vaginal discharge. The previously reported incision drainage, wound dehiscence and infection were not related to this device.

Manufacturer narrative:
H10: this report is a duplicate of a previously filed report. This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.